Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 case by tf approach in the aortic position, difficulties were encountered during valve alignment and tension was noted in the system. Valve alignment was repeated several times at several locations in the aorta. While attempting to deploy the valve, the balloon did not inflate. It was observed that the inflation liquid leaked out at the balloon and blood was seen in the syringe. The valve was pulled back and while attempting to remove the system from the patient, the delivery system and undeployed valve got caught with the iliac artery and ¿tore it out¿. The devices had to be removed surgically and the iliac artery needed to be repaired. The patient will get a 29mm sapien 3 valve by tao approach the following day. It is thought that the balloon became damaged during valve alignment.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination of the delivery system it was discovered that there was an I/c bond separation.

Manufacturer narrative:
The commander delivery system was returned after being used in the procedure, fully inserted through the loader assembly and partially inserted through the esheath, with intima covering the valve. The flex tip of the delivery system was located in the flex shaft, while the balloon/valve were outside of the sheath shaft. Upon visual inspection, the valve was noted to be located over the proximal portion of the inflation balloon; bunching of the balloon was noted towards the distal end. A crimp balloon tear proximal to the I/c bond was seen with the balloon wings flared out. No other abnormalities were noted. Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. However, the complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿ could be confirmed based on visual inspection of the devices. Double wall thickness of the crimp balloon proximal to the observed separation was measured. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification. Cine imagery from the procedure was provided. From the imagery, it could be seen that the descending aorta was curved. Multiple attempts at valve alignment are seen. In the 1st attempt, valve alignment is attempted in a curved section of the anatomy, causing the valve to be non-coaxial with and canted on the flex tip, resulting in the valve diving in the flex tip and flex shaft compression. In the subsequent attempts, valve alignment was also performed in a curved section. As a result, the valve was again non-coaxial with the flex tip, causing valve diving in the other attempts as well. Eventually, the valve was able to be aligned between the markers; however the spring appeared to be compressed and bunched under the valve, with a portion of the spring even getting pushed over the distal marker, suggesting that the inflation balloon may have been torn and bunched. An attempt to withdraw the delivery system in a curved section can be seen. During withdrawal, the valve was not first retrieved into the esheath. Additionally, the valve was not flush with the flex tip which causes the valve to get caught on the vasculature during withdrawal. A review of complaint data for february 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories ¿damaged¿, ¿withdrawal difficulty¿, and ¿fine adjust difficulty¿. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other complaints related to ¿balloon ¿ torn¿, ¿delivery system ¿ withdrawal difficulty ¿ from valve, vasculature¿, or ¿handle ¿ fine adjust difficulty¿. No IFU/training deficiencies were identified. Inspections and product verification testing during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaints for ¿balloon ¿ torn¿, ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿, and ¿handle ¿ fine adjust difficulty¿ were confirmed. No manufacturing non-conformance were identified in the returned sample, as dimensional testing of the device met specification. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. As noted during imagery review, valve alignment was performed in a curved section of the anatomy. Performing alignment in a non-straight section can result in increased forces being applied to the bond area, as it can cause the thv to unseat from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As noted, the valve dove into the flex tip and the flex shaft was compressed during valve alignment, suggesting that high forces were being applied during valve alignment. It is likely that procedural factors contributed to withdrawal difficulty from the vasculature. Per the training manual, the operator is instructed to ensure the thv is centered on the flex tip, then to retract the thv/delivery system into the sheath, ensuring the thv is completely inside the sheath before withdrawing the delivery system and sheath as a single unit completely from the arteriotomy. As noted during imagery review, the valve was not retrieved into the esheath and was not flush with the flex tip during withdrawal. This caused the valve to get caught on the vasculature, resulting in the delivery system/valve withdrawal difficulty. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors (valve alignment in non-straight section; valve not retrieved to sheath prior to withdrawal). Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment is not required. Additionally, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. However, since no product non-conformance was confirmed in the returned complaint sample and the complaint rate did not exceed the respective trend category control limit, no further escalation is required at this time. Since no product non-conformance was confirmed in the returned complaint sample and the complaints rates did not exceed their respective complaint control limits, no product risk assessment (pra) is required at this time.